Manufacturer narrative:
The rumi handle was returned for bent wires. Paperwork received from the customer indicated the occluder balloon and the rumi disposable uterine manipulator tip separated during surgery. The customer was contacted to obtain additional information. The bent wires indicate excessive force was exerted to attach the rumi disposable uterine manipulator tip. The tip may not have been securely attached to the handle. Once attempting to reposition the handle, the tip became dislodged from the handle.

Event description:
During a lavh-laparoscopic hysterectomy, the physician was trying to reposition the handle when the occluder balloon and tip fell off inside the pt. The physician was able to remove the occluder balloon and tip without any problems.